Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, there was foreign matter on the device cannula/needle or any fluid path component. The following information was provided by the initial reporter. The customer stated: "there were black spots on the tip of the sleeve."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, there was foreign matter on the device cannula/needle or any fluid path component. The following information was provided by the initial reporter. The customer stated: "there were black spots on the tip of the sleeve."